Event description:
On (B) (6) 2009, the patient reported that he went to his dentist on (B) (6) for a routine crown seating and that after his dentist applied expa-syl, he immediately experienced an allergic reaction with burning and shortness of breath. An ambulance was called and the patient was taken to the emergency room for treatment with IV, benadryl and epinephrine. The reaction gradually resolved and after two hours the patient was discharged and by that afternoon the patient reported that he felt fine.